Event description:
It was reported that a file separated in the canal during a procedure. The pt was referred to a specialist, though outcome of the event is unknown. As of this report, the separated piece is still in the canal.

Manufacturer narrative:
In this incident, there was no report of injury to the pt. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device was returned, visually inspected, and found to have separated 10mm from the tip with unwinding present, indicating that the separation was due to torque.